Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had new defective pixels appeared in the image after pixel correction. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.